Event description:
It was reported that the advanced cement mixing bowl and 180-gram cement cartridge was being used in a procedure when it disassembled while injecting the cement into the femoral canal. Upon review of photographs taken at the user facility, it was confirmed that the cement cartridge broke. The procedure was completed without a clinically significant delay. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
The reported unit was not returned to stryker for evaluation. However, product images were provided. Upon observation of the provided images, the claimed ¿broken cartridge- condition was confirmed. A definite root cause could not be determined. According to previous investigations, the cartridge breakage could be associated to the following causes: 1. Delivery of hardened cement/ use with viscous (doughy) cement. The stryker instructions for use warns to do not attempt to extrude the cement if excessive force is required. In this situation, the cement should be packed by hand. The excessive force can cause the cartridge to break. Do not add foreign substances to the cement because its mechanical properties and setting can be affected. 2. Inadequate process control of molding. Possible cartridge molding process change, raw material degradation/alteration and/or mold wear. 3. Inadequate part design/ material (void) and/or design of the cartridge are not strong enough to withstand the pressure of hardened cement when the late injection method is attempted. 4. Acm device was used with different cement gun (incompatibility with other device). The cement gun used is unknown for complaint investigation purpose. Device discarded by user facility.